Event description:
It was reported that a malfunction alarm occurred with the code malf 12. Impact on the customer¿s blood glucose level was unknown as the customer declined to answer. Cts provided pump reset information and assisted the caller with resetting the pump, after which the malfunction code did not recur. The customer was instructed to continue using the pump and to call back if any malfunction code recurs, which the caller acknowledged and understood.